Event description:
Colleague infusion pump was reported originally for a battery issue. It is unknown when the reported condition occurred. No patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a battery depleted set alarm which interrupted delivery. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The reported condition of battery depleted set alarm was confirmed through the event history. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).